Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer was receiving errors on his insulin pump. The customer's blood glucose was 432 mg/dl. The customer received the no delivery alarm and motor error alarm. The customer declined troubleshooting for the alarms. The customer did state that he noticed kinks in the tubing when the alarms occurred, but that there were also instances in which he received alarms when the tubing was not kinked. Advised customer to discontinue use of the insulin pump and revert to back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.